Manufacturer narrative:
This was reported by the patient. The physician who implanted the device was dr. (B)(6). (B)(4). The voluntary user medwatch number is mw5086007. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted during a robotic (da vinci) sacrocolpopexy procedure performed on (B)(6) 2016. According to the complainant, when she returned home from the procedure the next day, she experienced excruciating pain around her tailbone and vaginal area. Subsequently, during the following months, the patient had been visiting a urologist, a urogynecologist, an orthopedist, a pelvic floor physician therapist, and a regular physical therapist for appointments but no one could find cure. The patient was also administered with spinal injections. After much consultations and advices, the patient asked her implanting physician to remove the mesh. On (B)(6) 2017, she was admitted to undergo mesh removal and pelvic floor repair. Reportedly, the patient is still experiencing chronic pain from the implantation procedure and it has caused permanent nerve damage.